Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 62 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump was exposed to a change in altitude. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.